Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 600 mg/dl. Customer stopped using quick set due to cannula always bending, switched to sure t, then was told the quick set was better quality so switched back. Customer woke up with high blood glucose that wouldn't go down. Customer have 3 sets with bent cannulas. Customer gave them self 10 units manual injection and had high blood glucose level of 566 mg/dl. Customer had no delivery and bent cannula. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.